Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) years old male patient with hcv underwent tevar to treat the stanford b dissection, which remained after tar (total arch replacement) against stanford a dissection. The patients¿ anatomy was suitable for the procedure. The diameter of the access vessel was 9mm~10mm, meaning no problems. The patient experienced tar owing to stanford a dissection approximately 2 month ago. Considering that CT taken 1 month after the procedure confirmed more than 5mm expansion in the diameter of the false lumen and the fact that the patient complained of slight pain in the back, the physician determined the dissection/expansion was in the acute phase. Therefore, tevar was determined to be performed. Since a large re-entry was in the area near the celiac artery, the physician planned to perform either of the 2 plans below; plan a - proximal:32-200mm; distal:36-71mm; thoracicoabdominal part:46-164 mm. Plan b - proximal:32-200mm; distal:42-81mm; thoracicoabdominal part:46-164 mm. Initially, the physician planned to adopt ¿plan b¿ because he wanted to push the false lumen and expand the true lumen more. However, taking the differences of the diameter of the stentgrafts into consideration, ¿plan a¿ was selected finally. After the physician successfully placed zteg-2p-32-200-pf-d in the aortic arch, he attempted to advance the delivery system of the complaint esbe-36-77-t-pf-d to the target area. However, since strong resistance was encountered at the punctured site, the system was retrieved out of the body. Although the physician had checked the diameter of the access vessel prior to procedure and had confirmed that there had been no problems in it, he rechecked the puncture site just in case. However, abnormalities were not observed in the vessel, neither any vessel damages due to the resistance. Then, he checked the delivery system and noticed that there was a dent in a part of the tip of the sheath. As he thought delivery of the system was impossible owing to this dent, use of the complaint device was canceled. He changed the plan to ¿plan b¿ and a esbe-42-81-t-pf-d and a gzsd-46-164-2 were placed without problems. Although he was concerned about the difference of the diameter of the stentgrafts, no problematic appearance were observed under fluoroscopy and the procedure was completed successfully. Patient outcome: no adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis. 4112 - analysis of data provided by user/third party 4114 - device not returned.. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: the complaint event states a patient who underwent a tevar to treat a standford b dissection. First, zteg was placed, then advancement of esbe was attempted, however, strong resistance was encountered at the puncture site. The sheath was removed from the patient, checked and showed a dent in the sheath tip. The device was replaced with another device and the procedure was completed successfully. No adverse event was reported to the patient. Two photos, one of the sheath tip and one of the captor house, were provided. The photos were taken in the operation room and due to the quality and angle of the photo showing the sheath tip, it is not possible to confirm the described damage of the sheath tip. Since the device was not returned and due to the fact that the physician did not check the sheath tip before use, it is not possible to say whether the damage occurred before or during advancement and an actual root cause cannot be determined. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.